Manufacturer narrative:
(B)(4). The reported complaint was confirmed by laboratory evaluation and log analysis. Per technical support (ts) calibration failed with error 22 152 (cal error flow out of range 1.52 l/min). This caused ¿service gas system¿ in red and also caused the gas system to be knob adjust only. Gas was flowing at 1.52 liters per minute (l/min) even though the slider showed it at zero l/min. Ts had the user facility¿s biomedical engineer (biomed) turn the flow knob manually to zero and then calibration was successful. After a power cycle the same error occurred. The field service representative (fsr) replaced the epgs and completed preventive maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. The suspect epgs was returned to the manufacturer for further evaluation. During laboratory evaluation, the product surveillance technician (pst) connected the epgs to a system-1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. The pst initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.75 volts, within the specification of 0.55-2.758 volts. After the initial calibration, initiated a second calibration and the gas flow only went up to 1.52 l/min, a ¿service gas system¿ error message appeared on the ccm and calibration failed. The pst observed the flow motor mechanism and found the dowel pin was missing from the hub. Mechanically, without the dowel pin in place, the flow knob did not have the usual physical stops and the knob could be rotated clockwise and counter clockwise farther than normal. As per log analysis, on (B)(6) gas system calibration was started and then "flow motor/mechanical fault" occurred. It was followed by "calibration failed: flow out of range (1.53 l/min)". Then "flow motor/mechanical fault" was reported again. This will cause the "service gas system" and the gas system will become knob adjust only. This behavior repeats each time calibration is attempted, even after a power cycle. After the flow knob was turned to 0 l/min, calibration was attempted again and was successful. The system was power cycled again and calibration failed the same way. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.